Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) stated the final bag became disconnected from the setup. The patient was connected at the time of the alarm. The baxter technical service representative (tsr) had the hp power cycle the hc. The hc alarmed se 2367 and the tsr had the hp power cycle the hc. The hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. It was unknown how the home patient (hp) would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.